Event description:
Initially, an electronic report was received of dialyzer reaction that occurred to a pt undergoing dialysis treatment. The rn mgr of this unit who reported this event was contacted for additional info. It was learned, that for this event, the pt started dialysis at 1135 and was found unresponsive at 1215. The blood was returned to the pt and the therapy discontinued. The pt was transported to the ER for this event. The pt had 11.7 kg of fluid on. The staff attempted to remove 3.7 for this event. The rn documented the pt had an episode of respiratory arrest and no pulse. CPR was started. Pulse present after 1 min of CPR. 911 called. There is no lot number or sample available for an evaluation. It has also been documented this pt is non-compliant with use of prescribed beta blockers. The pt was given 80 mg of lasix IV push in the ER, EKG showed normal sinus rhythm, right axis deviation and evidence of a prior septal infarct. Chest x-ray showed evidence of chf. The pt was admitted for further workup. The pt was later discharged and cont. Dialysis at this clinic with use of the dialyzer.